Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5037259) in united states on 24-sep-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6)-2009 essure (fallopian tube occlusion insert) was inserted with lot number (B)(4). According to the consumer, over the last 5 years her health has declined steadily. It started on (B)(6)-2009 with weight gain, periods every 11 to 14 days that would last for five to seven days each and pelvic pain and pulling in lower pelvic region. Over time, she developed a hip problem that caused great discomfort and pain. She experienced enlarged lymph nodes on many occasions and caught every virus and bug that was around. She has been sick constantly since being implanted. She developed anxiety and felt as if her body was never able to relax. Fatigue became a problem; she would tire easily and she was not feeling right or well. She also began to suffer from what she considered migraine headaches with auras, lightning flashes, black spots and floater; and lose vision along with having to be in due to the terrible head pain. She also experienced strange moments of hand and feet itching, redness and swelling and also had the feeling that her teeth were being stripped of nutrients. She had a horrible metallic taste in her mouth when her teeth hurt. In the year 2013-2014 her health greatly declined. She was sick nonstop; she was beginning to have trouble with memory and would increasingly call people by the wrong names (including her own 3 children and husband). Fatigue began to become unbearable in which she no longer felt she could keep up with her normal life, schedule and she missed many events and functions. It took everything she had to make it through a work day. Her belly was out of control; she has always been a fit person and she was frustrated and struggling to figure out why her stomach would be pretty flat one moment and out of nowhere she would expand to look like she was 8 months pregnant. Then devastation and desperation took place when her body began to break down and there was nothing she or anyone could do about it. She began to suffer from horrible joint pain throughout her body. She had muscle aches and spasms along with tremors; hand and feet tingling along with numbing at times. Dizziness and light headed and shooting pains throughout her body. Her hair began to fall out more than normal (it would fill a comb every morning). She also had weird rashes on my body and heavy periods. Her memory problems began to get worse and she began to have speech issues. She was a teacher and her students and coworkers began to worry about because she was deteriorating everyday with speech, memory, overall health and her ability to walk. She collapsed at work and was not able to return to work due to her worsening health. She began walking with a gait and was unable to do normal tasks at work or at home with her family, because mentally and physical she was completely broken. She visited many doctors and specialist, had many blood test and scans. She had none of this before getting essure inserted. She was a healthy hard working wife, mom, and teached most of her life but ever since implanting essure she had a steady decline in her health and wellbeing. After speaking to many doctors, it was determined that she was experiencing inflammation of her nervous system (the reason was unclear) and then the doctors began looking at the one foreign thing in her body; essure implants. After exam with gynecologist doctor, it was decided to go through with a hysterectomy due to pelvic pain, 2 periods a month, heavy periods and in hopes that she could also rid herself of the metal coils and to see improvements with all around health. On (B)(6)-2014 essure was removed via hysterectomy. At time of report, she was 5 days out of surgery and improvements being seen already. An injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. All the events were considered related to essure by consumer. The product technical complaint investigation and final assessment were received on 07-oct-2014: the bayer reference number for the ptc report is: (B)(4). Lot number 641436 manufacturing date: may-2009 and expiration date: may-2012. Lot number 12401848 manufacturing date: apr-2009 and expiration date: apr-2012 final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality defect per se. No similar ae case reports have been received to date in relation to batch no. 641436 nor 12401848. No batch signal could be identified. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain/ pulling in lower pelvic region and inflammation of nervous system. Event pelvic pain/ pulling in lower pelvic region was considered serious due to hospitalization and is listed in the reference safety information for essure, while the remaining event was considered serious due to medical significance and is unlisted for essure. Abdominal/pelvic pain and cramping may occur with essure and may be a more likely occurrence during the menstrual period, during and after sexual intercourse or with physical activity. Therefore, given the nature of the event pelvic pain/ pulling in lower pelvic region and lack of alternative explanation, a causal relationship with essure cannot be excluded. Event inflammation of nervous system, due to its nature and essure local action at fallopian tubes was considered unrelated. This case was regarded as incident since intervention was required (consumer had a hysterectomy). It was reported that five days after hysterectomy improvements were being seen, however it was not specified to one of the events. A product technical complaint (ptc) analysis was performed for the batch numbers (641436 and 12401848) and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow up information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information from 01-apr-2015: follow-up attempts were done without success. No further follow-up will be pursued. Case closed. Company causality comment: this spontaneous non medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain/ pulling in lower pelvic region and inflammation of nervous system. Event pelvic pain/ pulling in lower pelvic region was considered serious due to hospitalization and is listed in the reference safety information for essure, while the remaining event was considered serious due to medical significance and is unlisted for essure. Abdominal/pelvic pain and cramping may occur with essure and may be a more likely occurrence during the menstrual period, during and after sexual intercourse or with physical activity. Therefore, given the nature of the event pelvic pain/ pulling in lower pelvic region and lack of alternative explanation, a causal relationship with essure cannot be excluded. Event inflammation of nervous system, due to its nature and essure local action at fallopian tubes was considered unrelated. This case was regarded as incident since intervention was required (consumer had a hysterectomy). It was reported that five days after hysterectomy improvements were being seen, however it was not specified to one of the events. A product technical complaint (ptc) analysis was performed for the batch numbers (641436 and 12401848) and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information could be obtained.